Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s intra-operative complication cannot be determined. Isi has attempted to contact the surgeon and site to obtain additional information regarding the reported event. However, no additional information has been obtained as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that approximately 2 hours after the surgical procedure was started, the emergency stop (estop) button was pressed three times within a minute. It is unclear as to why the estop button was pressed by the surgical staff during the surgical procedure. It is also unknown if the estop button presses coincide with the conversion to traditional laparoscopic surgery. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the patient experienced intra-operative bleeding. The surgeon made the decision to convert to traditional laparoscopic to address the bleeding. However, at this time, the root cause of the intra-operative complication is unknown. It is also unknown what specific medical intervention was administered to control the bleeding. The customer reported issue of the psc getting stuck occurred during the conversion to traditional laparoscopic surgery and is therefore unrelated to the cause of the bleeding.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, bleeding was observed. The source and cause of the bleeding was not provided. As a result of the bleeding, the case was converted to traditional laparoscopic surgery. During the conversion to traditional laparoscopic surgery the surgical staff encountered a ¿surgery in progress¿ message while attempting to undock the patient side cart (psc) from the patient. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. After rebooting the da vinci surgical system, the surgical staff was able to move the psc. On 05/07/2019, isi contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: she was not in the room when the reported event occurred. There were no reports from the surgical staff that the da vinci surgical system caused or contributed to the intra-operative bleeding. Due to the bleeding, the case was converted to traditional laparoscopic surgery. During the conversion, the psc allegedly got stuck. After rebooting the system, the surgical staff was able to move the psc away from the patient.